Event description:
Problems with surgical mesh. A 13 inch of colon removed during last surgery. Multiple pelvic surgeries. This resulted in a mesh which eroded into the bladder which was repaired previously and now has symptoms of pain and nondistention of the sigmoid colon.